Event description:
Information was received from the healthcare provider via the company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient within the last refill cycle had their pump flip. The managing physician wasn¿t positive but sent the patient for a pump pocket revision which was this morning. The surgeon opened the pocket, and the pump was flipped upside down. The surgeon replaced the pump segment to be safe and flipped the pump facing up and tied the pump down on both sides in the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.